Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that left common femoral arteriotomy closure was attempted after an interventional procedure using a proglide device via a 6 fr sheath. Reportedly, the proglide could not advance over the guide wire into the patient anatomy. A different proglide was tried with the same result. A non-abbott device was used to achieve hemostasis. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.